Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the patient was switched to this freedom driver, the driver exhibited a fault alarm. The patient went to the hospital and was switched to a companion 2 driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's exterior revealed no abnormalities. Review of the electronic alarm history revealed a "secondary motor voltage too high" fault code, which likely occurred during normal manufacturing/servicing process functional testing. There was no evidence of operation of the secondary motor during visual inspection or during investigation testing. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic alarm history. During incoming investigation testing, the driver passed pressure test requirements, which included normotensive and hypertensive settings, with no anomalies or unintended alarms. The driver was tested for an additional 75.15 hours and performed as intended with no issues. The customer-reported fault alarm was not functionally reproduced during incoming investigation testing. Therefore, the root cause of the customer reported issue could not be determined. Despite the customer-reported fault alarm, risk to the patient was low because the driver continued to perform its life-sustaining-functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that when the patient was switched to this freedom driver, the driver exhibited a fault alarm. The patient went to the hospital and was switched to a companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.